Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. A day after the event onset, the patient was hospitalized and was treated with ceftazidime injection (1gm, discontinued after 11 days), vancomycin injection (1gm, discontinued after 11 days) and fluconazole capsule (200mg, discontinued after 11 days) for peritonitis. The patient was discharged 10 days after hospital admission. The patient has recovered from the event (12 days after the event onset). Pd therapy was ongoing. No additional information is available.